Manufacturer narrative:
Eval: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our eval of the returned device confirmed the report of partial balloon detachment from the catheter. The balloon material has splits near the joints and has detached from the catheter. The balloon component is made from a material that is soft and flexible. The balloon material is cylindrical in shape and is secured to the catheter at both ends (balloon joints). The joints where the balloon is secured to the catheter remain intact, but the balloon material has split near both joints entirely around the circumference, creating the detachment of the balloon material. The detached balloon material is estimated to be 10mm in length and was not included in the return. The threads that secure the balloon material to the balloon catheter at the proximal balloon joint have moved distally, into the area the balloon material would be located. Additionally, small scraped and scuffed areas were observed on the catheter in the area of the proximal balloon joint. These observations (i.e. Scrapes/scuffs and thread movement) indicate the balloon catheter may have received excessive pressure during removal from the endoscope. If the ruptured balloon material caught on the elevator of the endoscope during removal of the balloon catheter, this could have caused detachment of the balloon material as observed. An actual product discrepancy or anomaly that could have contributed to balloon material rupture and subsequent detachment was not observed during our analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A review of the 12 month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: the info provided indicated the balloon inflated properly prior to use. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. Balloon material damage can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. Damage to the balloon material can occur if the balloon was inflated in excess of the recommended inflation volume. The instructions for use direct the user to attach the enclosed syringe to the stopcock (which is attached to the inflation port) to inflate the balloon. Damage to the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla. The instructions for use contain the following warning: "do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy." Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been notified of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This report represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion quattro extraction balloon. Several balloon sweeps of the common bile duct were completed. During the last balloon sweep, as the balloon exited the papilla, the balloon broke and detached from the catheter. The balloon was located in the duodenum and left to pass naturally through the gastrointestinal tract. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.